Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient reported that she had been implanted with a right side exeter stem and ceramic head on (B)(6) 2010. The head shattered on (B)(6) 2017 and was revised on (B)(6) 2017. The exeter stem was left in situ. Following 2 dislocations the patient underwent a second revision on (B)(6) 2017 to a dual mobility hip system